Event description:
3 sites for deployment were identified. The first 2 connectors deployed "fine"; however, the 3rd delivery system was pushed "too far" into the aorta and the connector misdeployed resulting in leakage and a tear in the aorta. The connector was removed, the hole was repaired with a pericardial patch, and the vein was reloaded onto a new connector and deployed into a "thin" (1.5-2.0 mm) area of the aorta. The surgeon reported there was no tension on the graft and the chest tube was not near the connector. On the day of the event, 900 cc of "fresh" blood was observed in the pleur-evac and the patient was taken to the operation room. The vein was detached from the connector and leaking. The leak was repaired with suture and pericardial patches and bioglue was used on the entire aorta. Post-operation, the patient had periodic atrial fibrillation and was in renal failure. The pt expired six days after the event.